Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0872 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. Absence of occlusion alarm (svn 000315722657) not confirmed. The pump was received with minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, keypad overlay texture damage, pillowing keypad overlay, and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. The buttons responded properly to the button presses. No keypad unresponsive, button error alarm or stuck key alarm noted during testing. No damage noted on the keypad traces. There was no "no delivery alarm" or stuck key alarm noted on the event date 28-mar-2023 in the pump history file. Please see below for the pump errors/alarms noted 1 week prior to the event date 28-mar-2023 in the pump history file. 04/24/2023 13:05:00.000 alarmalertnotification faultnumber = low battery alert (104) 04/24/2023 22:36:00.000 alarmalertnotification faultnumber = change battery fault (73) 04/24/2023 22:40:23.000 batteryremoved 04/24/2023 22:40:23.000 alarmalertnotification faultnumber = battery removed (84) 04/24/2023 22:40:48.000 batteryinserted 04/24/2023 22:40:48.000 alarmalertnotification faultnumber = failed batt test (58) 04/24/2023 22:40:49.000 batteryremoved 04/24/2023 22:40:49.000 alarmalertnotification faultnumber = battery removed (84) 04/24/2023 22:40:55.000 batteryinserted 05/02/2023 14:28:34.000 batteryremoved 05/02/2023 14:28:34.000 alarmalertnotification faultnumber = battery removed (84) 05/02/2023 14:30:20.000 alarmalertnotification faultnumber = post-reset ram crc alarm (23) 05/02/2023 14:31:52.000 alarmalertnotification faultnumber = batt out limit (6) 05/02/2023 14:32:03.000 alarmalertnotification faultnumber = batt out limit (6) the power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. The test battery was removed and reinsert in less than 1 minute into the battery compartment. No unexpected pump error 23, failed batt test or battery out limit alarm noted during testing or after battery change. Low battery alert not confirmed. Change battery fault/replace battery alert not confirmed. Failed batt test not confirmed. Pump error 23 not confirmed. Battery out limit alarm not confirmed. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor, vibrator assembly and keypad assembly noted. The pump passed the functional testing. Unable to confirm alleged high bgs. Insulin flow blocked alarm/no delivery alarm not confirmed. Keypad unresponsive/button error alarm not confirmed. Cosmetic damage was confirmed at the front and the back of the pump. Absence of occlusion alarm (svn 000315722657) not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported hyperglycemia and was hospitalized because of hyperglycemia and diabetic ketoacidosis. Customer also reported that customer was not getting enough insulin from pump, pump's buttons were sticky and they wear and tear with time. Troubleshooting was not performed and it was unknown whether the customer had been using the insulin pump system within 48 hours. No further patient complications were reported. It is unknown if the customer will continue the use of the insulin pump. The pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.